Manufacturer narrative:
The leads and the pacemaker were not returned for analysis. Therefore this report only refers to the review of the quality documents associated with the manufacture of this device, as well as the analysis of the returned data. The manufacturing process for the pacemaker and the leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The returned device data were analyzed thoroughly. The analysis did not show any indication of a pacemaker dysfunction. However, the data available for analysis documented an atrial bipolar lead failure, detected on 15-oct-2019. The associated atrial lead failure episode showed noise and oversensing. The impedance test measurements during follow-up on 6-aug-2019 documented furthermore an atrial bipolar lead impedance of greater than 2500 ohms. On 13-feb-2019 a ventricular bipolar lead failure was detected and the related episode showed ineffective stimulation (loss of capture). Based on these observations, the integrity of the leads cannot be assured. Should additional relevant information become available, the investigation will be updated.

Event description:
On 18-oct-2018, it was reported that the leads switched from bipolar to unipolar approximately 20 months after the implantation. On 7-aug-2019, data was provided and analyzed. After the data analysis, the event was decided to be reportable.